Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose level. Customer's blood glucose level was 54 mg/dl. Customer's current blood glucose value was 120 mg/dl. Customer treated low blood glucose with food. Troubleshooting was performed. Customer was using insulin pump within 48 hours of reported low blood glucose. The auto mode was active at the time of incident. The insulin pump will not be returned for analysis.